Event description:
A surgeon reported that toward the end of a surgical case to provide internal fixation for 13 rib fractures a lung laceration was observed. The surgeon hypothesized that the laceration could have occurred due to a surgical instrument, screw protrusion or fractured rib ends. This report is being submitted in an abundance of caution since the source of the lung laceration could not be determined.